Event description:
Clinical study. It was reported that 1015 days after a coronary drug eluting stenting treatment procedure, the patient experienced exertional angina. One 15mm long target lesion located in the proximal circumflex (prox cx) with 90% stenosis and a 3.0mm reference vessel diameter. Treatment consisted of pre-dilation and placement of a 3.0 x 16mm taxus express stent, reducing the stenosis to 0%. The patient was discharged the next day on protocol doses of plavix and aspirin. At 1004 days after the initial procedure, the patient underwent a diagnostic cardiac catheterization due to exertional angina which revealed 80-90% stenosis in the mid lad at the diagonal branch, 80% stenosis at the origin of the diagonal, no significant disease in the main lcx, 95% stenosis at the origin of the om1. "The area of stenting in the large second obtuse marginal is evident and the stent is widely patent, the more anterior division has a 75 to 80% stenosis at its origin." Core lab qca report dated 2005 of the target lesion; 52.96% stenosis in projection 1 and 37.70% stenosis in projection 2. No intervention was performed and patient was referred for coronary artery bypass grafting (CABG). Eleven days later, greater than 2 years s/p index procedure, the patient returned to the study site for CABG x3 with: lima to the lad (non-target vessel), svg to the om1 (target vessel) and svg to om2 (target vessel). Aortic valve replacement was also performed during CABG surgery. Four days later, the patient was discharged on aspirin and plavix. In the opinion of the physician, the relationship of the tvr to the taxus stent is definitely.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.